Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarythe device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection of the broach handle, it was determined that the instrument was not working properly. The broach will not lock in place on the handle, therefore making it unusable in surgery. No surgical delay.